Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to a pulse of 30 beats per minute (bpm), fatigue, deterioration of minor heart failure, palpitations and chest discomfort. It was noted by the physician the cardiac resynchronization therapy pacemaker (crt-p) had no output due to a battery issue, along with unexpected battery longevity observed. An external pulse generator (epg) was utilized and the device was scheduled for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.